Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-12-14. Investigation summary: bd received 4 samples for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to clotting were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure (clotting) because the defect was not evident in the testing of the complaint lot samples. Laboratory analysis of customer and control samples demonstrated clinically acceptable performance for all visual observations evaluated. The citrate tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported that 10,000 bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes experienced clotting. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: after blood collection, collected samples coat (clot?) In the tube. No preanalytical errors detected.

Event description:
It was reported that 10,000 bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes experienced clotting. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: after blood collection, collected samples coat (clot?) In the tube no preanalytical errors detected.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.